Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure the low voltage pacing lead was accidentally pinched with forceps. This resulted in a kink in the pacing lead and possible lead fracture. In bipolar configuration an electrocardiogram (egm) could not be obtained and pacing failed. The lead was reprogrammed into the unipolar configuration. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.